Event description:
I experienced a significant medical device failure involving a version mismatch between my freestyle libre 3 reader and libre 3 plus (15 day} sensors. For at least three months my reader (version 1.08.3.1c) provided wildly inaccurate glucose data when compared to fingerstick tests. Despite 10 different sensors. The reader was able to perform the basic 'handshake' correctly displaying a "15 day remaining" countdown which gave the false appearance of compatibility. However, because the version 1.x firmware lacks the update calibration algorithms for the plus sensors, the glucose readings were clinically unreliable. This resulted in many hypoglycemic low readings and readings outside the 20/20 variables for accurate readings. I have had numerous sensors being replaced by abbott support as potentially defective libre 3 plus sensors. I repeatedly provided these version numbers to the abbott support but they failed to identify the incompatibility and repeatedly assured me that this reader was compatible with the libre 3 plus sensors. The issue was only resolved after receiving a new reader with version 2.09.6.1c which now is dead on with my finger sticks. I am reporting this as a firmware/software incompatibility and a failure of the manufacturer's troubleshooting protocols.